Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the cardiac monitor immediately showed a great deal of noise on the programmer screen. The physician then repositioned the cardiac monitor but continued to get the noise. The physician finally explanted the noisy device and implanted a different cardiac monitor. No patient complications have been reported as a result of this event.